Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, the cartridge was leaking from an unknown location. There was no impact to the customer¿s blood glucose. Reportedly, the customer changed the pump supplies to resolve the issue.